Manufacturer narrative:
Mentor received an updated serial number for the device, confirming it as a 425cc saline device. In addition, an updated date of implant was received. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness h6 health effect - clinical code e2402: generalized illness mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5152198 that a patient implanted with two 400cc mentor memorygel breast implant experienced symptoms including breast implant illness, debilitating health issues, vision issues, fatigue, brain fog, high prolactin, low thyroid function, low hormones, high rheumatoid factor post-operatively. As a result, the patient underwent explantation on (B)(6) 2024. This report is for the second of two devices.